Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova (B)(4) learned that there is no known patient involvement. It was stated furthermore that the device was not cleaned per the instruction for use before the contamination occurred. Livanova (B)(4) provided a lab test report which confirms the contamination with mycobacterium chimaera, but also with mycobacterium gordonae. The heater cooler system 3t underwent the cleaning and disinfection procedure successfully. The device remains in storage at the facility as they use one of the two new heater cooler systems 3t which were purchased to be used. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.

Manufacturer narrative:
Labeled for singleuse: in the initial report. Labeled for singleuse was not ticked.